Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a pipeline embolization device (ped2), an unruptured aneurysm of the presphenoid p art of the right internal carotid artery was being treated. The flow-diverter did not open from the distal side and exhibited "fish-mouthing." Balloon post-dilatation was performed, and the result was considered acceptable. However, five hours later, the patient experienced increased neurological symptoms, and a computed tomography scan verified an ischemic stroke in the thalamus area. The patient was treated conservatively and underwent rehabilitation. During a control angiography on (B)(6) 2025, "fish-mouthing" of the ped2 was again observed, and an lvis evo stent measuring 4x21 millimeters was implanted. The pipeline device was initially stuck in the capture coil, requiring balloon angioplasty to open it, but full wall apposition was not achieved, necessitating further ballooning for tapering or to ensure wall apposition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported baseline lesion characteristics: supra clinoid part of the right brachiocephalic artery (bca). Vessel tortusoity was normal. The patient is recovering quite good. The pipeline was resheathed 3-4 times. The pipeline was placed in a vessel bend when it failed to open.